Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. Clinical details states that the patient had an aortic dissection, that was found during the insertion of impella when used the angiography, which revealed that the patient had type a dissociation and the aortic dissection was not related to impella. Hence, the root cause was determined to be patient condition.

Event description:
The user facility in japan reported a male patient of an unknown age presented to the hospital with chest pain and elevated st and was to be implanted with an impella cp device for mechanical circulatory support. The impella cp implant insertion was attempted in the left leg, but the pig tail did not enter the left ventricle (lv) easily. An angiography was performed and there was a type a dissection. The clinical representative confirmed the dissection was not impella cp related. The impella cp implant was aborted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.